Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02424 and 2134265-2017-02422. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician inserted the catheter and it was noted that they were unable to perform an automatic pullback in the pullback sled. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.